Event description:
Per the clinic, the device was electively explanted on (B)(6) 2025, due to significant neurocognitive deterioration in patient's hearing loss thus the device can no longer be worn. There are no plans to reimplant the patient with a new device as of the date of this report.